Manufacturer narrative:
Attempts were made to gather additional information regarding this event, but were not successful. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) experienced ventricular fibrillation. The physician attending the patient was concerned that the right ventricular (rv) lead may have been undersensing the patient's rhythm, leading to delay of therapy. This product remains in-service. No additional adverse patient effects were reported.